Manufacturer narrative:
Product analysis: analysis was unable to confirm that the epg was not pacing. However, analysis noted that the rate knob did not respond, there was an issue with the low battery alarm, and the device automatically shut down. The customer requested the device be returned without repair. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis was unable to confirm that the epg was not pacing. Analysis noted that the user interface was broken. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was not pacing. The epg was returned for service. There was no patient involvement.